Event description:
It was reported there were high impedances during intra-operative testing as well as no stimulationsensation. It was stated that no troubleshooting was done. It was stated that the other lead provided "good stimulation coverage" to the areas needed. The problematic lead was removed and it was not replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3555-31, serial# unknown, product type screening device; product ID 3555-31, serial# unknown, product type screening device. (B)(4).

Manufacturer narrative:
Analysis of the lead (serial #(B)(4)) and the stylet found no anomalies. The returned lead was tested with a known good screening cable. The screening cable was connected to an ens, while the lead distal end was placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
(B)(4).